Event description:
It was reported that the high temp light went on when the device was turned on and the motor was not turning. No patient involvement was reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device presented a faulty pcb (printed circuit board) which won't activate the pump, a damaged membrane switch, a cracked tank cover, corroded drain fitting, and worn front cover, a faded line cord. The customer stated problem was duplicated. Replaced: pcb, membrane switch, drain fitting, tank cover, line cord, and front cover. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.